Event description:
It was later reported that the lead had also fractured and had exhibted noise and was confirmed to have been replaced.

Event description:
The patient reported that the right ventricular (rv) lead broke and delivered a shock that felt like they were hit by a bolt of lightning. The patient went to the emergency room and was transferred to the hospital. It was noted that the lead triggered an alert after the shock was delivered. The device was turned off and the patient is wearing a life vest pending a lead replacement. The rv lead currently remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)